Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer's blood glucose level at the time of admission was 599 mg/dl. The customer's current blood glucose level was 289 mg/dl. The customer was in the intensive care unit. The insulin pump was removed and they were being treated with insulin and intravenous drip. The customer was wearing the insulin pump at the time of hospitalization. The customer also reported that they had a no delivery and blood at site. The customer's blood glucose level during the incident was 600 mg/dl. The customer stated that the event was resolved by changing the compete infusion and reservoir set. The device will not be returned for analysis.